Event description:
Customer reports obtaining results of 392mg/dl and 180mg/dl within 2 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No strip information was provided. No qcs were used. Requested return of suspect device and replacement was sent.